Event description:
Customer reported receiving an error message on the display of the adc blood glucose meter and was therefore unable to test. Customer experienced symptoms described as "tired, drowsy and vomiting". Customer was seen at the hospital where a ketone reading of 4.4 was obtained on the hcp meter and was diagnosed with diabetic ketoacidosis. Customer was treated with IV fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Updated section d4 serial no to (B)(4) at this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. A valid serial number was not provided for the strips. Dhrs (device history review) for the neo meter was reviewed. The dhrs showed the neo meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving an error message on the display of the adc blood glucose meter and was therefore unable to test. Customer experienced symptoms described as "tired, drowsy and vomiting". Customer was seen at the hospital where a ketone reading of 4.4 was obtained on the hcp meter and was diagnosed with diabetic ketoacidosis. Customer was treated with IV fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained strips. Performed visual inspection on the returned reader and no issue was observed. The meter did turn on with the press of the button. The meter did not turn on with the retaining strip was inserted.the reader was sent for extended investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. Performed visual inspection on strip port evidence of contamination was observed. Control solution testing was performed and all results were within range specification and no errors were observed. This confirms the error message was caused by contamination in the meter strip port. Therefore, this issue is not confirmed to use.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on the display of the adc blood glucose meter and was therefore unable to test. Customer experienced symptoms described as "tired, drowsy and vomiting". Customer was seen at the hospital where a ketone reading of 4.4 was obtained on the hcp meter and was diagnosed with diabetic ketoacidosis. Customer was treated with IV fluids. There was no report of death or permanent injury associated with this event.